Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens was implanted and removed due to loading issue and the lens would not unfold. There was no patient harm reported.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the lens was loaded, however the cartridge and handpiece information was not provided. It is unknown if qualified products were used. The viscoelastic provided is not qualified for use with this lens, with the use of any qualified lens/cartridge/handpiece combination. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The viscoelastic indicated is not qualified for the lens/cartridge/handpiece combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).